Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a cleaner leak at the right back corner of the diluter of the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support evaluated the analyzer with the customer via the telephone. Customer reported that the tubing was disconnected at the fitting at pinch valve pv137. Customer reported that they cut and refitted the tubing. To date, customer had not reported on recurrence of the cleaner leak.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).